Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-04209 for the other associated device information. It was reported to boston scientific corporation that a resolution clip device was used during a post polypectomy clipping performed on (B)(4), 2010. According to the complainant, during the procedure, in both instances, the clips attached to tissue however, the clips opened back up and fell into the patient. The clips were left to pass naturally. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.